Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The operations/service manual includes the following recommendation, ¿prior to each use, inspect the device to ensure it is functioning properly and is not damaged. Do not use a damaged device.¿ a review of risk management files found that the reported failure was documented appropriately. A review of this complaint case revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a foramen surgery, it was found that the camera had no image and the interface was cracked. There was no delay, the procedure was completed with a competitor stonz device. No further complications reported.